Event description:
It was reported that the patient was experiencing pain at the pocket site. No device malfunction suspected. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted ipg and leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7082592/7082809.